Event description:
The issue occurred during pre-cleaning after an unspecified procedure, and it was completed using same set of devices without any delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d9, e2, e3 and g2. (In g2: unmark health professional and company representative.). Additional information added to field h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no deformation to the area where the foreign material was detected. However, it could not be confirmed whether there was a deviation from the instructions for use reprocessing steps. Therefore, the cause of the material remaining in the device could not be determined. The instruction manual states the detection method associated with the event in "evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection", and preventative measures in " evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope had a foreign material in nozzle, also, other than sterile water was used when water feeding. There were no reports of patient involvement.